Manufacturer narrative:
The customer performed no additional troubleshooting of architect i1000sr, serial number (B)(4). A specific cause for the discrepant results was not identified. A review of the (B)(4) service history was performed, and the review identified no additional erratic results pre- or post the current complaint and found no concrete identifiable contributing factors on or around the date of the complaint issue. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.

Event description:
The customer stated that a positive architect stat troponin-I result of 0.11 ng/ml was questioned by the floor nurse. The sample was retested and the result was negative at 0.01 ng/ml. The customer's normal range is <0.04 ng/ml. The patient was scheduled for a cardiac catheterization but after the retest result was negative, the procedure was cancelled. Heparin treatment was started on the patient based on the initial positive result. The customer stated there was no harm to the patient due to the treatment.